Event description:
It was reported the patient did not receive pain relief since being implanted with the superion indirect decompression spacer. As a result, the patient underwent an explant procedure to remove the spacer between the 4-5 lumbar vertebrae in order to have fusion procedure. However, the device could not be removed, and the procedure was aborted. The patient did well postoperatively.